Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed that the balloon was not folded and a large amount of solidified blood was present within the guidewire lumen. A visual and tactile examination found that the outer and wire lumen were kinked and stretched at several locations along their length. In addition, the wire lumen was severely bent into a u-shape at 13 mm proximal to the tip. This type of damage is consistent with excessive force being applied to the delivery system, which may have occurred during attempts to remove the guidewire. An attempt was made to insert a 0.014 inch guidewire through the device; however, due to the severe bend in the wire lumen it was not possible to pass the guidewire through the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter difficulty removal occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon® was used for treatment. During the procedure, a 014 thruway guide wire was running through the device. Upon removal, the balloon catheter was observed to have been shredding and was stuck on the wire. It was noted that the physician encountered difficulty in catheter removal. The balloon catheter was able to be pulled apart from the thruway guidewire and the wire was kept in the lesion access. However, upon pulling the cutting balloon, it was observed to have been stretched. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.